Manufacturer narrative:
Pump was received with low battery alarm and high sleep current due to moisture damaged found on pcb1. (B)(4).

Event description:
The customer reported via phone call that they checked alarm history and it found replace battery. The customer¿s blood glucose level was 147 mg/dl. The customer stated that they was calling back after previously completing low battery troubleshoot within 1 week. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.